Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker dependent patient presented complaining of muscle twitching. Upon interrogation, the right ventricular (rv) lead safety switch (lss) had been triggered due to an out of range impedance. There was also stored episodes of oversensing of noise on the rv chanel that led to pacing inhibition with asystole of less than two seconds. Further review determined that the muscle twitching was due to unipolar rv pacing at a high output. It was suspected that the lss was caused by electromagnetic interference (emi) from arc welding or working with car engine while it was running. The pacemaker and rv lead were tested and threshold, sensing, and impedance were all normal. The rv lead was switched back to the bipolar mode. The rv lead and pacemaker remain in service and no additional adverse patient effects were reported.

Event description:
Additional information was received that a revision procedure was performed where the right ventricular (rv) lead was surgically abandoned and the pacemaker was explanted. A new pacemaker and rv lead were successfully implanted. No additional adverse patient effects were reported.